Event description:
I have been noticing a trend on the carefusion IV pumps coming to biomed with communication errors. Noticed the error was being caused by corrosion on the contacts. The gold plating on the contacts is supposed to prevent corrosion, but the plating is too thin and with regular use, it is wearing off sooner than expected. We did education to staff if corrosion was noticed on contacts, they should send IV pumps to biomed and to have iui contacts replaced. After the education was done, biomed replaced 3,378 sets of iui contacts over the last year. The problem persists. Carefusion stated the problem is due to bleach getting on the contacts. Carefusion recommends cleaning the IV pumps with a bleach product but you are not supposed to get bleach on the exposed iui connectors. Discovered if you put a little bleach, such as one drop, on iui contact and just wipe off corrosion can develop in 24 hours on the contacts, which could cause a communication problem with the pump. We are still seeing the problem after supplying extensive education to nursing and the department that cleans the IV pumps. The iui connector roughly costs $(B)(6) a set. I spent over $(B)(6) last in replacing iui connectors. I have brought the problem to the attention of carefusion (B)(4). There have been multiple patients ranging from infants to adults with this problem on their pump. There has not been any direct or negative out come. There has been a lot frustration by the medical center. Manufacturer response for carefusion IV pump, alaris (per site reporter): need to provide education to staff of proper cleaning.